Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clean the scope contacts with an alcohol wipe and to check the maj-1933 communication cable connection before reseating. Tac advised the customer to attempt the scope in another room to confirm the error. Furthermore, tac advised the customer to make sure that the scope was not plugged when the unit was turned on. A follow up was made and the customer mentioned that the b31 error did not reoccur and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center display a b31 scope communication error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, we could not determine if the phenomenon occurred because of a malfunction of the subject device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "code: b31. Error message: scope communication err contact olympus. Possible cause: the video system center cannot communicate with the endoscope. Solution: stop using the endoscope and contact olympus." Olympus will continue to monitor the field performance of this device.